Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced heart block. During a pulmonary vein isolation (pvi) redo ablation procedure a farawave nav catheter was selected for use. The pvi redo ablation was completed successfully. The physician then proceeded with the cavo-tricuspid isthmus (cti) line, delivering three lesions along the flutter line. Treatment of the cti is considered off label use of the farawave catheter. Upon transitioning the catheter into the basket configuration, the physician went for one delivery and heart block occurred following the first energy delivery. Ablations were performed near the av node. Compressions were done after heart block, and a temporary lead was placed. Hospitalization of the patient was required. No further patient updates are currently available. The device is not expected to return as it was deemed contaminated.